Event description:
Caller states customer has been unable to test his blood glucose while having high blood glucose symptoms due to the multiclix lancet device not puncturing his finger. Customer has not taken insulin because he was unable to use the device. Customer was taken to the hospital and treated for hyperglycemia; it is not known when he last used the device successfully or if an attempt was made to use the device the day of the incident. Customer remains in the hospital. Requested return of suspect device and replacement was sent.